Event description:
It was reported that the patient had their implanted neurostimulator (ins) system explanted due to an infection at the pocket site. The infectious organism was unknown. Interrogation telemetry of the ins performed on (B)(6) 2011 showed that the service life status was "ok" with 1,034 hours of use since the last interrogation on (B)(6), 2011 (total usage since implantation was 4,562 hours). No injuries were reported and the patient outcome was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3778-45, (B)(4), implanted: (B)(6) 2011, explanted: na; lead: model 3887-33, lot #l59095, implanted: (B)(6) 1998, explanted: na; lead: model unk, lot #unk, implanted: unk, explanted: unk; anchor accessory: model 3550-39, implanted: unk, explanted: unk; extension: model 3708160, (B)(4), implanted: (B)(6) 2011, explanted: unk; extension: model 3708160, (B)(4), implanted: (B)(6) 2011, explanted: unk, programmer: model 37743, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 37702 serial (B)(4) showed no anomalies and was functionally okay. Good stable output was seen when using the electrode pair's settings as received. The device also passed the test console test. Analysis of extension model 3708160 serial # (B)(4) showed no significant anomalies. (In to proximal and distal segments). No shorts were noted between circuits and the continuity was acceptable. Good stable output was observed when the segments were tested together. Analysis of titan anchor model 3550-39 lot # unk showed no significant anomalies and showed scratches on the surface (suspected toll marks). Analysis of the lead model 3778-45 lot # unk showed no significant anomalies. The insulation of the extension was cut through and segmented. The continuity was acceptable and no shorts were seen between circuits. Analysis of extension model 3708160 serial # (B)(4) showed no significant anomalies. No shorts were noted between circuits and the continuity was acceptable. Good stable output was observed when the segments were tested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.